Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on tip and plunger clamp of position #6. Fse replaced the tip clamp, plunger clamp, and sleeve. Instrument is due for preventive maintenance. Fse performed preventive maintenance. Fse ran splld checking procedure and customer software run without errors. The instrument was tested without further problem and was returned to expected operation.